Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive and cine bridge board were evaluated and replaced. The system was tested, found to be working as intended and returned to service.